Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device was unable to fire. A second handle and reload was tried but the same issue happened. A third set of handle and reload was used to resolve the issue. There was no patient injury.